Event description:
It was reported that the right ventricular (rv) lead was exhibiting high-rate, non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 1388tc lead (competitor), date of implant (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.